Manufacturer narrative:
The handpiece was received at the manufacturer for service and evaluation. During the investigation, it was found that the blade mount is chipped. Based on the investigation details, a possible cause is that this can occur if non-manufacturer blades are used with the handpiece or if the blade was not properly seated in the handpiece. Maintenance was performed on the device. Service repaired and returned the handpiece to the customer.

Event description:
The handpiece was returned to the manufacturer for service, and during the investigation, the repair team found that the blade mount was chipped. There was no patient involvement. There were no adverse consequences reported as a result of this event.